Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. Pump drug information at the time of the event was not reported. It was reported that the patient saw a healthcare provider (hcp),who fixed the catheter in their back. The patient had "nothing but problems" with their back.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6); implanted: (B)(6) 2018; product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6); ubd: 04-oct-2019, (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2018, explanted:(B)(6) 2022, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a healthcare professional (hcp) reported the revision had been due to the catheter migrating out of the intrathecal space and the revision had occurred on (B)(6) 2022. It was reported the patient had a revision of the catheter and the patient had done well. The cause of the catheter issue had not been determined. The physician had stated the patient had not been compliant with the physician's office. The patient had 2 refills and then had not been seen at the office after (B)(6) 2023.